Manufacturer narrative:
This report is submitted on march 05, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the battery charger malfunctioned and allegedly ignited (date not reported). There was no allegation of serious injury associated with the issue and replacement equipment was sent to the patient. The battery charger has not been returned to the manufacturer as of the date of this report. Should the device be received at the manufacturer for analysis, a supplementary report shall be filed.